Event description:
Per the clinic, the device was explanted on (B)(6), 2024, due to the need for frequent MRI monitoring. The patient was reimplanted with another cochlear device during the same surgery.